Manufacturer narrative:
Other relevant device(s) are: product ID: evolutr-34-us, serial/lot #: (B)(4), ubd: 17-sep-2021, UDI#: (B)(4). (B)(4). Product analysis: no product was returned.  Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, in a patient with a severely calcified bicuspid native valve, moderate tortuousity, a more horizontal aortic root angle of 41 degrees, mean native aortic valve annulus of 29mm, and a perimeter of 98.9, it was difficult to advance the delivery catheter system (dcs). As the dcs was advanced it rode on the outer curve of the aortic arch. When attempting to cross the native valve annulus, the nose cone of the dcs would not come in from the outside of the aortic root to pass the calcium in the native annulus and cusps. Attempts were made to advance the dcs: balloon deflection was attempted with a 24mm non-medtronic balloon, a second non-medtronic guidewire was used with a pigtail, the dcs was pulled back to the ascending aorta and rotated a quarter turn to realign the spines, and the dcs advanced. The valve was implanted at 3mm on the non-coronary cusp and 3mm on the left coronary cusp, but was very constrained at the inflow portion of the valve frame, near the ventricle, and moderate-severe paravalvular leak was noted. A post-implant bav was performed with a 28mm non-medtronic balloon. After one balloon inflation, the constrained portion of the valve expanded. The balloon was withdrawn from the patient and severe central aortic insufficiency (ai) was noted. A transesophageal echocardiogram showed a leaflet of the valve appeared to be ¿flapping¿. A second valve was loaded onto a new dcs and attempted to be implanted, but the dcs could not pass through the first valve; it would catch on the outflow portion of the first valve frame. The dcs was withdrawn from the patient and the valve was not used for implant. A third valve ((B)(4)), was loaded onto a new dcs, passed through the first valve, and was successfully implanted valve-in-valve which resolved the ai. However, the leaflet of the first valve was still flapping. The implant team suspected a leaflet on the first valve had torn. A decision was made to ¿wait and see¿ rather than convert to an open procedure. The following day, consultation between the surgeon, valve coordinator, and a medtronic proctor determined the valve should be removed. Subsequently, the patient had open heart surgery the same day; both valves were explanted and a surgical valve (manufacturer unknown) was implanted. The patient was reported stable after surgery. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Constrained valves and under-expansion can be affected by multiple factors such as patient anatomy (e.g., calcification location and levels) and procedure related factors (e.g., valve positioning). In this case, the constrained valve most likely was due to patient anatomy as the patient had a severely calcified bicuspid native valve. In addition, paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, the pvl most likely was due to the constrained valve. However, with the limited information and no images to review, we are unable to conclusively determine the cause of the constrained valve and pvl for this event. A post-implant balloon aortic valvuloplasty (bav) was performed with a 28mm non-medtronic balloon, the constrained portion of the valve expanded and severe central aortic insufficiency (ai) was noted. A transesophageal echocardiogram showed a leaflet of the valve appeared to be ¿flapping¿. No images were provided to medtronic for review. It should be noted that the evolut instructions for use (IFU) states, ¿in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a postimplant balloon dilatation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting a size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus or, for surgical bioprosthetic valve, the manufacturer¿s labeled inner diameter. Refer to the specific balloon catheter manufacturer¿s labeling for proper instruction on the use of the balloon catheter devices.¿ a 34mm evolut r, was loaded onto a new delivery catheter system (dcs), passed through the first valve, and was successfully implanted valve-in-valve which resolved the ai. However, the leaflet of the first valve was still flapping. The implant team suspected a leaflet on the first valve had torn. Although it was reported that after the post-implant bav procedure the leaflet of the first valve was still flapping/suspected torn, this cannot be confirmed or further assessed without any procedural imaging to conclusively determine a root cause. Therefore, without review of echo/cine/angio files for this case, and no device returned for evaluation an assignable root cause leading to the possible flapping/torn leaflet and subsequent regurgitation cannot be determined at this time. The following day, after consultation between the surgeon, valve coordinator, and a medtronic proctor, the consulting team determined that the valve should be removed. Subsequently, the same day, the patient had open heart surgery and had both valves explanted and replaced with a surgical valve (manufacturer unknown). The patient was reported stable after surgery and no additional adverse patient effects were reported. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. To better investigate issues of leaflet damage following post implant dilation, on evolut¿ valve, a detailed risk assessment is documented through a CAPA that has been opened. No further action is recommended at this time. Updated data: h6 method, result, and conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.